Manufacturer narrative:
(B)(4). The investigation revealed that the energy storage unit failed and was replaced.

Event description:
The customer reported that during fluoroscopy the image remains black.